Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial folds and perioral lines with .3 cc of juvéderm volbella® xc. The patient experienced ¿3 medium-to-large, firm nodules¿ in the areas of injection 4 days later. The patient was treated with antibiotics intravenously and orally by a different physician. The patient formed ¿abscesses¿ that required drainage 5 days later. Bacterial cultures were negative. No other information was provided.